Event description:
Customer stated he had broken her knee and is in the hospital. The device was not working. Customer's blood glucose was 420 mg/dl and then it went up to 500 mg/dl. The doctor took customer of the device and had her revert to manual injections. Customer stated she had her device on during surgery and was concerned it might have been exposed to a magnetic field. Customer had to have a spinal block for surgery and a femer nervous block. An ultra sound machine was used to insure they did not hit a nerve. Customer's current blood glucose was 236 mg/dl. Troubleshooting for low battery and weak battery was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.